Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('genital bleeding') in an adult female patient who had essure (batch no. B02268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune ¿like symptoms"), pelvic pain ("pain"), menorrhagia ("heavy menstrual cycles"), fatigue ("fatigue"), vulvovaginal mycotic infection ("recurrent yeast infections / infection") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on 21-aug-2019. At the time of the report, the genital haemorrhage, autoimmune disorder, pelvic pain, menorrhagia, fatigue, weight increased, vulvovaginal mycotic infection and dyspareunia outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as per pif discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: there is a curvilinear essure device noted one in each side of pelvis or the uterus. Occlusion of both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received: case became serious incident. Essure device removed on (B)(6) 2019. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.